Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support post coronary artery bypass grafting. Abiomed received a notification via abiomed's long-term outcome and quality indication impella registry that the patient endured acute renal failure with a "possible" relationship to the impella cp device used: ¿began continuous renal replacement therapy then transitioned into hemodialysis with perma-cath placement." It was reported that the patient/event has not recovered/not resolved.

Manufacturer narrative:
The investigation for the reported renal failure has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the renal failure could not be determined. F6/f8 should have been left blank in the initial report.